Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the 4x4 island dressings were tearing off skin when removing dressing. Had to wait to scab over to use other products. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).